Event description:
It was reported that the right ventricular lead was observed to be dislodged during a wound check. The lead exhibited high capture threshold and low sensing. The lead dislodgement was confirmed under a chest x-ray. The lead was explanted and replaced. The patient was asymptomatic and tolerated the procedure well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.